Event description:
Customer returned two administration sets for eval. Stated the sets were primed in pharmacy with normal saline prior to pt use. No failures or issues identified after priming. Customer sent sets because they are from the same lot with previous separation and leak issues. No pt contact with product reported.

Manufacturer narrative:
(B) (4). (B) (4). Product was received and evaluated. Functional testing was performed by pressure testing sets at 10 psi of air and submerging under water. Leak was noted immediately at tubing to upper fitment engagement. The failure modes for leaks in disposable administration sets have previously been identified to be due to dimensional issues, insufficient solvent application, and/or use error conditions such as application of excessive force, cuts, pinches, pin holes, tears etc. The lot history record was reviewed and not quality issues were identified during the production build.